Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from support, and no corrective actions or additional details were obtained.